Manufacturer narrative:
The customer reports that the device has been discarded and there are no samples to be returned with the complaint. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall hlthcare that a customer had a problem with a insulin safety syringe. The customer reports "the safety snapped off the syringe, and the nurse was stuck with a contaminated needle stick.